Event description:
It was reported that pump displayed malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was provided pump reset information, successfully reset pump, confirmed malfunction did not recur, and was advised to continue using pump and call back if any malfunction code occurred again.